Event description:
It was reported that a freestyle libre 3 plus sensor was initially paired to the manufacturer¿s mobile application, which prevented its use with the intended system; the patient and caregiver then successfully activated a different sensor through guided pairing, and warm-up time was confirmed. No adverse clinical symptoms reported. Outcomes included no health impact or medical intervention. User support included customer support troubleshooting and education, confirmation of successful activation, and transfer to the sensor manufacturer for replacement coordination. Investigation of this case revealed that prior pairing to another device caused the "sensor in use by another device" error, and successful re-pairing resolved the issue without further device malfunction findings. It was concluded, based on previously established findings for similar reports, that user error in pairing to an incompatible or alternate application was the cause.

Manufacturer narrative:
Initial.